Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to split the sheath was not confirmed at the device was returned with the sheath split completed and the clip deployed. The reported clip caught at the distal end of the sheath was confirmed based on the sheath returned with evidence of clip tine marks at the distal end of the sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to split the sheath could not be determined as the device was returned with the sheath split completed and the clip deployed. The reported clip caught at the distal end of the sheath appears to be related to interaction with the patient tissue tract due to inadequate nick and spread tissue track preparation. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a starclose se device, via a 5f sheath, after an interventional procedure for a mesenteric bleed. Reportedly, the clip of the starclose se failed to deploy and remained at the distal end of the device. It did not appear as though the sheath had split completely. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.